Event description:
Patient with a history (hx) of severe claudication in the right leg was undergoing an angioplasy and stent placement. In the middle of the right superficial femoral artery was evidence of a very high degree stenosis of about 80 to 90%. This was somewhat a long lesion. A 6 mm diameter, 40 mm long self expanding stent was appropriately deployed. At this point it was decided to do post stent angioplasty pictures, so a balloon was brought over the wire through the left femoral artery area to the right superficial femoral artery area. The physician wanted to go to the stented area in the mid-right superficial femoral artery area. The balloon was getting stuck in the proximal right superficial femoral artery and it would not move. The balloon was discarded and another coronary balloon was tried, a 6 mm diameter, 20 mm long coronary balloon was brought over the 0.0140 inch exchange length wire. This balloon was also brought into the right superficial femoral artery area from the left femoral approach, and again the balloon got stuck in the proximal right superficial femoral artery area. Presumably, there was some calcification noted there. This catheter could not be advanced, so the physician decided to take this balloon catheter out. While taking it out, it broke. Close to 12 inches of this balloon catheter remained in the right iliac artery. In an attempt to remove it, an introducer was inserted into the right femoral artery area and through the introducer. A snare was placed. The broken catheter was captured by the snare and an attempt to push it through the guide catheter was made but it would not get pushed in. During this process, the snare came out and thereafter the physician brought a 7 french renal guide catheter and with this guide catheter, was able to have the broken part of the catheter enter into the guide catheter and with the help of a balloon, it was possible to pull the whole piece out. The whole piece was taken out in an intact fashion from the right iliac vessel. This approach helped the physician take the broken piece out through the right femoral artery through the renal guide catheter.